Event description:
Upon beginning supplementary oxygen your website only references using finger pulse oximiters. I have discovered with reynauds phenomenon otc (over the counter) fingertip units are unreliable. Your website does not mention that FDA certified pulse oximiters are available. I was poisoning myself with too much oxygen based on cheap finger readers. Please review and update your information so patients can have complete and truthful information regarding their treatments. Https://www.FDA.gov/consumers/consumer-updates/pulse-oximeters-and-oxygen-concentrators-what-know-about-home-oxygen-therapy; this article touches on the subject but does not go far enough to explain the true inadequacy of otc fingertip units. The below quote from the article is a long way from saying that they don't work. Get an FDA certified device. "What do I need to know about pulse oximeters? As with any device, there is always a risk of an inaccurate reading. The FDA issued a safety communication external link disclaimer in 2021 informing patients and health care providers that although pulse oximetry is useful for estimating blood oxygen levels, pulse oximeters have limitations and a risk of inaccuracy under certain circumstances that should be considered. Multiple factors can affect the accuracy of a pulse oximeter reading, such as poor circulation, skin pigmentation, skin thickness, skin temperature, current tobacco use, and use of fingernail polish. Over-the-counter oximeters that you can buy at the store or online do not undergo FDA review and are not intended for medical purposes".